Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse tested the system and discovered that there was no video image in the left eye of the surgeon side console (ssc). The fse performed troubleshooting, but the issue was not resolved. The fse then replaced the left high resolution stereo viewer (hrsv) monitor to resolve the reported problem. The system was tested and verified as ready for use. Isi received the left hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the reported failure. The unit was tested in a printed circuit assembly (pca) system. The system started up without a video image. A log review confirmed the rectal polypectomy procedure on event date of (B)(6) 2022 on system sh2363. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to traditional laparoscopic surgery. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, the customer called in to report that the surgeon side console (ssc) left eye had no video image after the system powered on, and the video image on the vision side cart (vsc) touchscreen was fine. The customer confirmed that ports were placed at the time of the event. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle the system twice with no change. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site power cycled the system twice, but the issue persisted. The site then converted to traditional laparoscopic surgery to complete the procedure.